Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored a signal artifact monitoring (sam) event due to low out of range right ventricular (rv) pacing impedance measurements of less than 200 ohms. As a result, respiratory rate trend (rrt) was disabled. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored a signal artifact monitoring (sam) event due to low out of range right ventricular (rv) pacing impedance measurements of less than 200 ohms. As a result, respiratory rate trend (rrt) was disabled. No adverse patient effects were reported. This device remains in service. The pace/sense portion of this defibrillating right ventricular (rv) lead is connected to the rv port of the cardiac resynchronization therapy pacemaker (crt-p). The sam algorithm measures the rv ring to can in brady devices and rv coil to can in tachy devices. The sam algorithm doesn't know there is a tachy rv lead connected therefore, the algorithm thinks the impedances are out of range, however, the rv coil to can has a lower acceptable limit and the impedances are in that acceptable range.

Manufacturer narrative:
This product was not returned for analysis. Following review of this product's labeling it was determined that the complaint situation was listed in the manual. The "cause traced to intentional off-label, unapproved or contraindicated use" investigation conclusion code was selected based on the field report of the device being used incorrectly. These issues are covered in the applicable instruction for use (IFU) document.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored a signal artifact monitoring (sam) event due to low out of range right ventricular (rv) pacing impedance measurements of less than 200 ohms. As a result, respiratory rate trend (rrt) was disabled. No adverse patient effects were reported. This device remains in service. The pace/sense portion of this defibrillating right ventricular (rv) lead is connected to the rv port of the cardiac resynchronization therapy pacemaker (crt-p). The sam algorithm measures the rv ring to can in brady devices and rv coil to can in tachy devices. The sam algorithm doesn't know there is a tachy rv lead connected therefore, the algorithm thinks the impedances are out of range, however, the rv coil to can has a lower acceptable limit and the impedances are in that acceptable range.